Event description:
It was initially reported by the physician that their handheld was freezing upon interrogation. Soft reset resolved the issue but the problem would still continue after sometime. New handheld was shipped to the site and old handheld was returned to manufacturer for product analysis. Analysis is currently pending on the handheld.